Manufacturer narrative:
Concomitant medical products: product ID: neu_adaptor_acc, serial#: unknown, product type: accessory; product ID: 37085-60, serial#: (B)(4), implanted: (B)(6) 2012, product type: extension; product ID: 37601, serial#: (B)(4), product type: implantable neurostimulator. Other relevant device(s) are: product ID: 37085-60, serial/lot#: (B)(4), ubd: 11-aug-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating the patient has a short on all right brain bipolar contacts. The battery level had dropped considerably because one of the contact is impacted by the short. The patient was reprogrammed to not use that contact and the issue had improved.